Event description:
It was reported that noise was seen on the right atrial (ra) lead which could be reproduced in clinic. The physician elected to continue to monitor the situation. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead. The ra lead also saw noise and oversensing. The device and leads remain in service. No adverse patient effects were reported.